Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the patient's showering using alenti hygienic lift, the patient slipped from the device and fell onto the floor due to brakes malfunctioning - not holding the device in place. No injuries were reported as a consequence of the event.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event, not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the manufacturer's investigation. (B)(4).